Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was in the 600 mg/dl range and ketone level was moderate to high. Customer changed cartridge multiple times and the infusion set was changed. Correction boluses were delivered via the pump. Customer went to the emergency room and was treated with intravenous saline. Bg lowered to 346 mg/dl. Customer was extremely dehydrated, slow moving and had headaches. Customer was admitted to the hospital for diabetic ketoacidosis (dka). Intravenous saline/fluids treatment continued; elevated bg/dka were resolved. Customer was discharged on (B)(6) 2019 with no permanent injury. Customer did not know cause of elevated bg and suspected pump was not delivering insulin. Pump system check was performed with tandem technical support (cts) and pump was found to be functioning as intended. Infusion set site was not inspected as it had been previously changed. Upon follow up, customer reported that although not observed prior to hospitalization, event may have been related to a kinked non-tandem cannula because while hospitalized, healthcare provider had customer test a few infusion sets and a few cannulas kinked.